Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of high on cgm. Reportedly, the cause for the reported issue was due that customer didn't restarted their cgm session after they updated their pump. Elevated bg was addressed with a correction bolus via the pump.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.